Event description:
It was reported that during post implant follow up, several episodes of noise and high, out of range, pacing lead impedance was observed. The noise was reproduced with can movement. When the pocket was opened blood on the device header was observed. The lead was disconnected and connected to the psa and it tested fine. The physician cleaned the header and reconnected the lead, and again the lead tested fine. The physician elected to explant and replace the device. The patient will continue to be monitored.

Manufacturer narrative:
Evaluation description: the reported noise and impedance anomaly were not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.